Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated noticing tiny air bubbles in the pigtail tubing when tubing was filled. Customer stated that the tubing was primed until all air was removed. Reportedly, the customer stated also observing tiny bubbles the next day. There was no impact to the customer's blood glucose level.